Event description:
It was reported that "a pt monitor that was wall mounted fell off the "dollies" and struck a pt - the pt was bruised."

Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.